Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
56 year-old male patient treated for chest pain two days prior. Re-presents with cardiogenic shock and is implanted with impella cp. After insertion, pump shows a high purge alarm, and a pump stop ensues. Physician decided to replace with new cp pump. Patient is transferred for advanced care, continues to decompensate, experiences arrhythmias and medication changes, and the pump is repositioned. Patient expires on support. Impella to be coded to arrhythmia, medication changes, repositioning, and death. Death is coded conservatively as the patients critical disease is the likely cause, and impella did not contribute. During impella cp support, it was reported that high purge pressure and purge system block alarms occurred, followed by a pump stop. No further details are available for the first pump, and the pump stop will be attributed to device malfunction. A second cp was inserted for the duration of the case.

Manufacturer narrative:
This follow up MDR is being submitted to document that the device involved in the reported event has been identified as available for return. At the time of this submission, the device has not yet been returned to the manufacturer and therefore has not been evaluated. A subsequent follow up MDR will be submitted if additional information becomes available following device receipt and evaluation.

Manufacturer narrative:
Corrected information was provided in b1. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the purge pressure high alarms was most likely biomaterial buildup based on the provided clinical details, data log analysis, and returned product investigation. The root cause of the pump stop was most likely biomaterial buildup based on the provided clinical details, data log analysis, and returned product investigation.

Manufacturer narrative:
D9: update devices return information. Additional information when the initial "purge pressure high" alarm occurred, purge tubing was checked for kinks, tpa was ordered per IFU. "Impella stopped" alarm occurred quickly after, before tpa could be brought by pharmacy. Impella was replaced at this time. Related device patient death will be reported on serial number (B)(6), the replacement device. This report is in process.